Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported this was an arteriotomy closure of a highly calcified right common femoral artery using a prostyle device after to a percutaneous coronary intervention (pci) procedure with a small-bore sheath. Reportedly, the device became stuck in the anatomy. In order to remove the device, it had to be broken apart in the patient's leg. Although broken apart, the device was able to be removed from the anatomy. Manual compression was used to achieve hemostasis. No additional information was provided.